Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to hyperglycemia. The patient's blood glucose levels reached 980 mg/dl while attempting unsuccessfully to activate several pods. The patient was treated with insulin intravenously and was also given a prescription for insulin. Duration of hospital stay was not provided.